Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by improper handling of the device. The water filter was not replaced as indicated by the instructions for use. The water filter had not been replaced since october 2019, which suggests the user did not fully understand equipment maintenance. The event can be prevented by following the instructions for use which state: ¿7.2 replacing the water filter (maj-2318): replace the water filter periodically, at least once in one month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the facility owned endoscope reprocessor exhibited e01 error. The olympus customer information center (cic) was contacted by the facility. The problem was not resolved. During conversation, it was noted that the water filter of the reprocessor was not replaced since october 2019. The olympus staff visited the facility and explained the necessity and procedure of disinfection of each consumable and water supply pipe. It was also reported that there were no health hazards to patients. This report captures complaint on the scope (device: (B)(4), model description: evis lucera elite gastrointestinal videoscope, serial no. (B)(4) that was in operation at the facility. The complaint regarding the reprocessor is captured in patient identifier (B)(6) (device: oer-4, model description: endoscope reprocessor, serial no. (B)(4). Complaints on other impacted scopes captured in patient identifier: (B)(6) (model: cf-h290i, model description: evis lucera elite colonovideoscope, serial no. (B)(4). Patient identifier: (B)(6) (model: cf-q260ai, model description: evis lucera colonovideoscope, serial no.: (B)(4). Patient identifier: (B)(6) (model: gif-xp260ns, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4).